Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of trip wire break. H10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was noted that the trip wire was secured, and the slack was correctly taken up. The suture was intact and attached to the distal loop of the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event of trip wire break was not confirmed. The returned trip wire did not show evidence of the reported complaint; therefore, the most probable root cause of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, the speedband superview super 7 device was used in a manner inconsistent with a written instruction in the IFU. It was reported that the device was used in the gastric venous. The IFU states, "the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a procedure performed on (B)(6) 2021. During the procedure, the trip wire was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a procedure performed on (B)(6) 2021. During the procedure, the trip wire was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.